Event description:
It was reported that following a carotid artery stenting treatment procedure, the pt experienced right hand numbness. The 95% stenosed target lesion located in the left proximal internal carotid artery. The segment was 45mm long with a reference vessel diameter of 4mm. A second target lesion was located in the left distal common carotid artery. In 2009, during the index procedure, the target lesion was treated with an attempt to place a filterwire ez; however, the tip bent during advancement. The physician used a second filterwire ez and successfully placed two carotid wallstents in the target lesion. "Following post-dilation, residual stenosis was 0%." It was noted 4 days post -index procedure, the pt experienced right hand numbness. No action was taken to treat the event. The event was resolved with no residual effect. The pt was discharged 1 day after the event occurred. The pt also experienced events of hematoma, common femoral pseudoaneurysm, and pain in right groin pre-discharged which was successfully resolved.

Manufacturer narrative:
The device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.